Event description:
This complaint is now reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, a stent failed to cross the lesion occurred. The 85% stenosed target lesion was located in the severely calcified and severely tortuous in the left anterior descending (lad) artery. A 2.02mm non-bsc balloon catheter was used to predilate the lesion. A 3.50x32mm promus element stent delivery system was selected for treatment. Upon advancing of the complaint device, the stent failed to cross the lesion. No patient complication was reported and patient's condition was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. The struts on the first eleven rows on the distal end of the stent were misaligned. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).